Manufacturer narrative:
(B)(4). Section b.5. Was amended to include associated MDR numbers.

Event description:
It was reported "on (B)(6) 2025, the luer hub/fitting has a crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine". Associated MDR numbers include: 9680794-2025-00328, 9680794-2025-00506, and 9680794-2025-00505.

Manufacturer narrative:
(B)(4).

Event description:
It was reported "28 mar 2025, the luer hub/fitting has a crack during use on the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The customer returned one connector assembly and molded compression fitting for analysis. Signs of use were observed. Visual analysis revealed cracks on the red arterial luer hub and stress marks on both the red arterial and blue venous luer hub. The appearance of this damage is consistent with overtightening or repeated tightening of the hubs. Kinks were also observed on both venous and arterial extension lines. Additionally, an aneurysm on the venous extension line was observed. A small hole was observed on this aneurysm. No defects or anomalies were observed on any other portion of the returned device. Both luer connections were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "establish and maintain catheter patency. Solution and frequency of flushing a venous access catheter should be established in hospital/institutional policy". A lab inventory syringe filled with water was used to flush each extension line. No leaking was observed from the either luer hub. Leaking was observed from the aneurysm on the venous extension line. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit states, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure.". The report of a cracked luer hub was confirmed through complaint investigation of the returned sample. Visual analysis revealed cracks on the red arterial luer hub and stress marks on both the red arterial and the blue venous luer hub. This damage is consistent with overtightening or repeated tightening of the hubs. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "on (B)(6) 2025, the luer hub/fitting has a crack during use on the patient.". The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".